Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (check belt and check therapy pad messages) was confirmed. As received, the belt failed incoming testing. Upon evaluation an open was found pulse wire between the distribution node and ECG 'b'. The cause of the messages is the open pulse wire. The root cause of the open pulse wire cannot be positively identified, but was likely caused by physical abuse. No adverse event resulted from the damage electrode belt. The patient received a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report check belt and check therapy pad messages. The patient was issued a replacement electrode belt.